Event description:
New information notes that the lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Internal insulation abrasion was noted at 6.6cm to 6.9cm from the distal tip. This is consistent with the observation from the field of noise and low pacing lead impedance.

Event description:
It was noted that during a clinical visit, the right ventricular lead had a programming to accommodate lead noise that caused inhibition of pacing in other pacing modes. The lead was eventually explanted and replaced. Patient stable before during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, right ventricular lead noise and low pacing lead impedance was observed. The noise was reproducible with isometrics and respiration. Programming changes were made and the patient is stable.